Event description:
It was reported that difficulty removal occurred. A 3.00 x 28mm synergy xd drug eluting stent was advanced for treatment. However, more resistance was felt than usual during removal of the device. The device was removed and the procedure was completed successfully. There were no patient complications reported.